Event description:
During a colonoscopy in which dr wanted to remove a polyp from sigmoid colon. Cautery equipment failed to work so polyp could not be removed. This equipment had previously worked fine. It was subsequently sent out for evaluation and no problems were identified. It has been used since, without problem. Rptr's two other coagulators were in use at the time of this occurrence.